Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a calcified common femoral artery was performed using two proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) performed at another hospital. Reportedly, the tavr was completed and hemostasis was achieved without issue. The physician is trained in the use of the proglide device. Approximately a day or two post procedure, the patient's "left" went cold. A foot of the proglide device was found in the vessel causing an occlusion. A cut down was performed to remove the separated foot. The patient was fine post surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot break and patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed. Sus voluntary event report mw 5071349.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: sus voluntary event report mw 5071349: during the time of the perclose deployment, a piece of the foot plate fractured and was retained inside the vessel. No additional information was received.